Event description:
It was reported that the iab was inserted trans-thoracically without difficulty. Then the pump began to experience kinked catheter alarms. Because of this, the iab was removed and a second iab was inserted femorally. There were no associated pt complications.